Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient experienced soreness at their lead site so they were redirected to their healthcare provider (hcp). Six days later, patient had a urinary tract infection (uti) and said things are uncomfortable. No device issue and no further patient complications have been reported as a result of this event.